Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was found to be bad during the service call. The customer canceled the service call. A follow up report will be filed when additional details become available.

Event description:
It was reported that the 9400 system would not boot up and had a regulator failure error message. No patient injury was reported.